Manufacturer narrative:
To date, information suggests that that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific (bsc) received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the non-bsc right ventricular (rv) lead did exhibit greater than 2,000 ohms pace impedance and noise. This patient was being checked frequently by the local area sales representative as part of tracking an experimental pressure sensor and the representative confirmed that there had been no issue prior to this initial report. Noise was also noted as present, but there was no evidence of sensing impacting therapy. There were no reported adverse patient effects and no adverse patient symptoms.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was explanted after the patient received a heart transplant. No adverse patient effects were reported.